Manufacturer narrative:
The probable root cause of the reported complaint is attributed to a voltage issue on the erbe integrated electrosurgical unit (iesu).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis and the reported complaint (c-30 and c-34 errors) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Failure analysis found no errors found in the logs. The unit had no significant scratches or dents. The front bezel was in decent condition.

Event description:
It was reported that during a vinci-assisted simple prostatectomy surgical procedure, the customer encountered a c-30 error and a c-34 error. Technical support engineer (tse) suggested to power cycle the vio dv 2.0 integrated electrosurgical unit (iesu). Customer stated they had already restarted the iesu. The tse explained that they can use a covidien force triad generator as a backup with the da vinic system. The tse explained that they would need a covidien/valley lab force triad energy activation cable. The customer stated that they were nearly finished with the procedure and there was no other procedure that day. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed they do not have a third-party generator. They completed the procedure with the same generator they were able to bypass the error and continued with the case.